Event description:
Additional information received reported the patient's condition was good, and there were no environmental/external/patient factors that may have led or contributed to the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned device was returned in two segments being 12.75 inches and 20.5 inches in length. There was damage observed to the ends of the catheter. It is unknown how or when this damage occurred. The instructions for use cautions, ¿low tear strength is a characteristic of most silicone elastomer materials. Care ust be taken on insertion and removal of the needle.¿ due to the damage to the catheter, the catheter could not be tested for leak or patency testing. Water was able to flow through both segments of the catheter without obstruction. Proteinaceous debris was observed on the exterior and interior of the catheter. The instructions for use cautions, ¿underdrainage may occur due to obstruction or inadequate performance level setting. Shunt obstruction may occur in any of the components of the shunt system due to plugging by brain fragments, blood clots, bacterial colonization, tumor cell aggregates or other debris at some point along its course.¿ due to the amount of proteinaceous debris, tensile testing could not be performed. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the catheter broke intraoperatively. The doctor opened the lamina and removed the broken catheter. It was stated the explant was complete; however, the patient's status at the time of the report was alive-with injury.